Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
1st revision: right hip performed on (B)(6) 14 at (B)(6). Reason: recurrence of dislocation. Patient was revised polyliner and longer +5 head option. Patient stable on table. Primary: total hip replacement performed on (B)(6) 2009 by same doctor and at same hospital. Pt details: (B)(6). Male. All explant codes to be forwarded. Photos available.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.